Event description:
The technician alleged the bed exit alarm was not registering at front desk. He checked the system, and replaced communication cable with hospital owned cable. No injuries reported. The cause for the cable failure is unknown.